Event description:
The customer reported that the patient was transported to the CT scanning department. During the CT scan, ac power was not connected to the ventilator. Before transporting the patient from the CT scanning department to the patient's room, the staff observed the battery charge indicator showed a full charge (5 bars). During the transport back to the patients room, the ventilator alarmed for "low battery" and then immediately shut down. The patient had to be manually bagged for the rest of the transport. No reported patient injury.

Manufacturer narrative:
The investigaiton has just started, results will be provided in a follow-up report.

Manufacturer narrative:
A review of the log files revealed further details regarding the depletion of the batteries. The recorded data and the reported information confirmed that the user was present at this time as posted alarms were suppressed and ventilation parameters were adjusted. Approximately 22 minutes after battery activation the last battery status related alarm was initiated and recorded in case the electrical power supply completely fails a 2 minute acoustical power failure alarm will be generated by an independently powered piezo speaker. Against the background that the user was present during the event it can be concluded that he/she reacted immediately and reconnected the device to mains. This particular case the log confirms that the restart of the device (reconnection to mains) occured 30 minutes after the activation of the batteries.

Manufacturer narrative:
The description of the event, the logfile sent and the batteries returned provided basis for the investigation. All information have been analyzed regarding the reported event "unexpected battery capacity loss." The reported event could be reproduced as 3 of the 4 batteries were found showing decreased battery capacity. The logfile analysis revealed that before unplugging mains power the battery capacity was 100%. The logfile furthermore reveals that relevant battery status alarms were posted and that within 23 minutes the battery was depleted much earlier than specified. When mains power is interrupted the device switches over to battery supply accompanied by the visual and acoustical alarm "battery activated" "battery low" is visually and acoustically alarmed when the remaining capacity reaches 10% and if the operating time of the battery has expired "battery discharged" is visually and acoustically alarmed in order to inform the user about the necessity to reconnect mains supply. When the electrical power supply completely fails a 2 minute acoustical power failure alarm is generated by an independently powered piezo speaker. As the ventilator shut down as reported immediately after the "battery discharge" message was posted the peep value was down to zero. The device reacted according to its safety concept by posting corresponding battery status alarms. As the battery depleted earlier than specified a corrective and preventive action (CAPA) was initiated in order to investigate the root cause and to implement a quality improvement in the course of the CAPA it was decided to initiate a recall in order to exchange all affected batteries.